Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The received device was reported to have the needle deployed early. The downloaded data generated an 0x5c hazard alarm caused by a low open count at the end of prime. First prime was observed to end late at 51 pulses and abnormalities were seen with the rotational sensor data. Due to improper installation of the commutator cap, damages to both the commutator cap and ratchet gear were observed. Plastic deformation was observed to the ratchet gear around the edge of the commutator cap fingers. Vertical scratches were found on the commutator cap. Broken horizontal streaks were observed on the commutator cap indicating poor continuity and also led to the observed alarm. The combined misalignment of the ratchet gear and improper installation of the commutator cap resulted in the needle deploying during an extended first prime sequence, confirming the customer's report on early deployment. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed the cannula early. The pod was not worn.